Event description:
A (B)(6) male, pt, contacted zoll customer support to report that his electrode belt had broken off from the monitor and was completely detached. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt broken off of monitor/detached) has been confirmed. Upon eval, the trunk cable connector had broken off of the belt. The root cause of the damage cannot be positively identified, but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode.